Event description:
It was reported that a spectrum iq infusion pump's soft key was malfunctioning and visibly damaged during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "soft key malfunctioning and visibly damaged" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the keypad. The keypad requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.